Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10/08/2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that they noticed they were having a loss of stimulation sensation in their left hip and had an increase in pain. It was discovered using fluoro imaging that the patient¿s left lead had moved caudally the distance of one contact. No contributing factors were reported. It was stated that the patient¿s stimulator was reprogrammed to account for the lead migration. The patient confirmed that the stimulation has returned to their left hip and all pain areas are currently being covered. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.